Event description:
It was reported that following the implant procedure the patient still had incontinence with an artificial urinary sphincter (aus). The aus remains implanted and active and will be revised in the future.

Event description:
It was reported that following the implant procedure the patient still has incontinence; changing diapers 4 times a day, with an artificial urinary sphincter (aus). The aus remains implanted and active and will be revised in the future. The patient's level of incontinence is now the same as prior to having the aus implanted.